Manufacturer narrative:
The insulin pump was received with scratched on display window, cracked at corner display window and missing end cap sticker. The insulin pump had unresponsive buttons due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that some of the buttons were unresponsive. The customer reported that there was fluid under the lcd display. The customer also reported that there was crack on the upper right corner of the screen. The customer's blood glucose was 136 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.